Event description:
The customer returned his olympus evis lucera elite bronchovideoscope loaner device due to the unit leaking at the bending cover. According to the initial reporter, this event did not cause any procedure delays or patient harm. No additional information was provided. During the device evaluation, it was discovered that the coating material on the subject device was found peeling. This report is being submitted to capture the peeling coating material noted on the subject device during the device evaluation.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit was leaking at the bending cover due to physical damage. Additionally, as noted in b5, the coating material on the insertion section was found peeling off. The unit also had an insufficient angle present due to the elongation of the angle wire. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 3 years since the subject device was manufactured. Based on the results of the investigation, while it was confirmed that the coating at the insertion section had peeled off, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿3.3 inspection of the endoscope 4 inspect the external surface of the entire insertion section, including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects.¿ olympus will continue to monitor field performance for this device.